Event description:
It was reported that 43 vt episodes were noted upon interrogation. Some episodes were below the detection zone. The lead also showed some noise on strip during provaction testing. Both a and v leads showed a two-second strip of noise that tech services says was an egm error indicating corruption. The first strip was no cause for concern. The chest x-ray was negative for externalized conductors. Clinically resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.